Manufacturer narrative:
Device evaluated by MFR.: mustang 6.0 x 200, 135cm was received for analysis. The device was received in two sections due to a complete shaft break. A visual examination identified that the balloon protector was partially removed from the balloon. The investigator successfully removed the balloon protector from the balloon without issue. A visual examination found no issues with the balloon material. No issues were noted with the tip section of the device. A visual examination found no issue with the markerbands. A visual and tactile examination found the shaft of the device to be detached at the proximal balloon sleeve. This type of damage is consistent with excessive tensile force being applied to the device. This concludes the product analysis.

Event description:
It was reported that balloon detachment occurred. The target lesion was located in iliac vein. A 6.0 x 200, 135cm mustang balloon catheter was selected for use. However, it was noted that the balloon was fractured when it was withdrawn from the protection sheath without entering inside the patient. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable.

Event description:
It was reported that balloon detachment occurred. The target lesion was located in iliac vein. A 6.0 x 200, 135cm mustang balloon catheter was selected for use. However, it was noted that the balloon was fractured when it was withdrawn from the protection sheath without entering inside the patient. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable.